Event description:
The customer reported the system's remote panel locked up and will not boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel emi cpu was evaluated and replaced. The system was tested and found to be working as intended and returned to service.